Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) powered up the iabp unit several times and could not duplicate the issue. As a precautionary measure, the fse reloaded the software revision, and replaced the safety disk due to the usage requirements. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was report that the cardiosave intra-aortic balloon pump (iabp) cannot boot up. The iabp stays on the maquet start up screen and would not pass the power up routine. The customer reported that this is a reoccurring issue. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.